Manufacturer narrative:
The field service representative (fsr) verified the issue and replaced the ccm. The unit operated to the manufacturer's specifications. The suspect device will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the screen of the central control monitor (ccm) did not turn on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: d10.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed there to be no issues with booting up the central control monitor (ccm). The evaluation revealed no signs of internal or external damage, liquid ingress, or tampering and it functioned properly throughout the environmental, cable agitation, touch screen functionality and power cycling testing. Per data log analysis, there were no indications of a problem in the local area network (lan) I/f log. With a complaint description of "the screen does not turn on", no log entries would be expected.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. The service repair technician (srt) was unable to duplicate the reported complaint. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.